Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event of noticing ¿interruption in instrument movement¿ was confirmed. The fse reported that replacement of the surgeons head sensor (shs) and transmitter from the last service did not totally resolve the issue. Fse then replaced the touchpad (screen) and recalibrated the master tool manipulators (mtm's) grips and opto buttons to resolve the issue. Fse also replaced the blue fiber cable (bfc). The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the touch screen device be returned for evaluation; however, the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s complaint history identified one additional complaint patient identifier (B)(6) as a related record of patient identifier (B)(6) (this complaint). Verification of the event details was performed by an isi technical support engineer (tse). Per review, the following was confirmed: a pancreatoduodonectomy was performed on system sk3933 on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an interruption/delay when moving instruments. Also, complaint investigation confirmed that the field service engineer (fse) replaced the touch screen and recalibrate the mtm's grips and opto buttons to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pancreatoduodonectomy surgical procedure, the surgeon side console (ssc) had an interruption/delay when moving the instruments. This interruption/delay occurred from both master tool manipulators (mtm) and on the ssc. The surgeon moved to the other ssc to complete surgery. The technical support engineer (tse) reviewed the logs and found error 55/54 pointing to gigabit communication issues and error 22005 pointing to homing issues with mtm right. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed successfully with the other ssc. The patient demographics information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the surgeons head sensor (shs) and touchpad involved with this complaint for device evaluation. The shs was evaluated by failure analysis (fa) and the failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The shs board was installed and tested on the in-house system. The camera motion control worked normally. Fa verified no abnormal noises in the head sensor. The system ran idle for 30 minutes with no issues. The touchpad was evaluated by failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. When reviewing the remote error logs, there were several errors 307 with p1 value of 58, which means a node configured to be present stopped responding and after initially been seen at startup. The touchpad was installed and tested on the test system. The system started up without any error. The unit calibrated successfully and all the touch functions were tested and passed. The system was booted up in normal mode and left idle for ten minutes. The system was tested with more than ten power cycles and no issues occurred after extensive use. The probable root cause is attributed to a component failure of the connection of the touchpad controller.

Event description:
Refer to h10/h11 for follow-up information.